Manufacturer narrative:
The product associated with batch 4h01026 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Return samples were received; however this is a known complaint issue which has been investigated. The returned sample was evaluated to determine that it was indeed convatec product; the associated investigation supports that skin complications may occur with the use of ostomy products. No additional evaluation of the return sample is required. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 14, 2016.

Manufacturer narrative:
Add'l info was received on 03/25/2015. Received iwht 4x4 flex 45mm wafers for eval. Wafer was normal in appearance and wear. Eval is still in progress. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 04/15/2015.

Event description:
The end user reported an area under her tape that is red, itching and weeps. She saw her gastroenterologist on (B)(6) 2015 and was prescribed an oral anti-fungal (name not provided) to be taken for five days. She further reported he advised her to call convatec for recommendations because, he was unsure if it is a fungal rash. She also mentioned that her stool is liquid. She was instructed on crusting with stoma powder followed by protective barrier wipes or water if area worsens or does not improve to call back for additional instructions.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end user provided lot# 4h10026. We are unable to confirm this lot number as the end user had thrown away th emarket unit. The suspected lot number is 4h01026, as the most likely scenario was a transposition of the numbers. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.